Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported while preparing the device, glue was peeling off from the catheter's flush port. The device was replaced, and procedure was completed successfully without patient complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
There is a picture attached to the complaint which evidence fm in the catheter's flush port. No further nor additional product analysis could be performed since the device did not return. Based on the media analysis alone the foreign material was unable to be confirmed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported while preparing the device, glue was peeling off from the catheter's flush port. The device was replaced, and procedure was completed successfully without patient complications. The device is not expected to be returned due to disposal.